Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an irrigation / aspiration tip was clogged before a surgery. The tip was replaced and the surgery was started and completed. There was no patient involved.

Manufacturer narrative:
The intrepid I/a tip was received at for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was viewed under a microscope and no debris was observed. The sample was flushed with distilled water, and no debris was found. No problem was found with the sample, and the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The customer reported that the I/a tip was clogged prior to a procedure. With no additional, related information provided, the customer reported event of a clogged I/a tip was not able to be confirmed. The I/a tip was manufactured on march 9, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing records in online preliminary record review application (oprra) did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this I/a tip lot number. The root cause of the reported event cannot be determined conclusively. (B)(4).